Event description:
Consumer called to report meter reading differently than the lab. Analysis run on clark error grid using lab reading (69) as reference point vs. Bd reading (98) yielded some data points in the d range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.